Event description:
It was reported that pinhole damage on the shaft occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 2.00mm x 8mm and 1.50mm x 8mm emerge balloon catheters were advanced for dilation. However, during procedure, a pinhole damage on the shaft has occurred. Both devices were removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported.